Event description:
Pharmacist reports pt was overinfused with dialudid. Clinician was ordered to set pump for .1ml of dilaudid, but had set pump for 8ml of dilaudid as an epidural drip. Pt transferred to ICU, given narcan and nubain drip. Pt recovered without incident. Pump at this time is not considered to be at fault. Pump has been isolated and will be returned for eval.